Event description:
A customer observed biased qc results for k+ on the vitros 5.1 fs analyzer. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the biased results were observed on 1 of two 5.1 fs analyzers after calibration of a new slide lot. The same slide cartridge and the same preparation of calibrators were used for calibrations on both analyzers. The bowls of electrolyte reference fluid were unique to each analyzer. Following calibration with a fresh cartridge, fresh calibrators and new erf, qc results were acceptable. Though the event is most likely associated with improper handling of the ER fluid, this was not definitely proven and the root cause of the event is unk.